Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and mildly calcified concentric lesion in the right coronary artery. Following pre-dilatation, an attempt to advance a 2.25x38mm xience sierra stent delivery system (sds) was made; however, the sds failed to cross due to resistance with the anatomy. The sds was forcibly pushed but still failed to cross. The sds was removed, but resistance with the anatomy was felt. Once outside the anatomy it was noted that the edge of the stent strut was flared. The procedure was successfully completed with a new unknown device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.